Event description:
Asr revision; hip(s) to be revised: right; reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 12 nov. 2015: updated reasons for revision to include alval / soft tissue reaction and femoral neck fracture (beyond three months). Added revision hospital details. Taken from scf. Update 16 nov. 2015: added resurfacing cup and head details. Updated doi. Taken from product codes.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.